Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. Blood was found on the helix mechanism and the lead was received with the helix fully undeployed.

Event description:
It was reported that at lead implant attempt there was high impedance measurements even after repositioning. It was further reported that the helix was "clearly deployed" when observed under fluoroscopy. The physician "lost confidence in the lead" and choose not to implant the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.